Event description:
It was reported that the patient presented remotely via (B)(6). Review of transmission revealed myopotentials oversensing on the pacemaker. Programming changes were performed to resolve the issue. There were no patient consequences.